Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7060-90, lot# 222228, mfd. 09/25/2014, expires 2019-09, (B)(4). The 2nd (middle): ifuse implant, p/n 7050-90, lot# 222227, mfd. 09/25/2014, expires 2019-09, (B)(4). The 3rd (inferior): ifuse implant, p/n 7040-90, lot# i0a21, mfd. 06/03/2014, expires 2019-06, (B)(4).

Event description:
In (B)(6) 2015, the patient had a right-side si joint arthrodesis where three implants were placed. The patient had a period of pain relief before reporting to a new surgeon with a recurrence of pain. The new surgeon performed a lumbar fusion which did not relieve the pain and the patient requested that all the implants be removed. There was no medical indication for the removal of the implants. In (B)(6) 2017, the surgeon performed a revision surgery where he removed the implants. The status of the patient following the revision procedure is not known.